Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string was short and inaccessible to aid in the removal of the tampon. She was able to manually remove the tampon and did not seek medical assistance.